Event description:
It was reported to philips that the system requires two boot attempts in the morning before the host computer starts up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.